Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Reported events: 4 events were reported for this quarter. Product return status: 4 devices were received for evaluation. Evaluation status: 4 events were confirmed during testing. 2 devices were found to be affected by mechanical damage to sag head components. 1 device was found to be affected by an e-box failure. 1 device was found to be affected by wear damage to the sag head. Additional information: 4 devices were not labeled for single-use. 4 devices were not reprocessed and reused.

Event description:
This report summarizes <noe> 4 </noe> malfunction events in which the device reportedly overheated. 3 events had no patient involvement; no patient impact. 1 event had patient involvement; no patient impact.